Event description:
Customer reported an issue with an unknown cause leading to a high blood glucose reading, described only as "high." Customer addressed the issue by administering a correction bolus via the pump, and no further assistance was required as the caller declined a supplies or system check.